Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2,000 ohms. Upon device evaluation, the out of range measurements were reproduced with light pressing on the patients' chest. An xray revealed a lead fracture. An invasive revision procedure was performed and the lv lead was extracted and replaced successfully. No further complications were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Lead damaged was observed, including, flattened insulation and fractured conductor coils, 530mm to 545mm from the terminal pin. This damage was likely a result by entrapment in the clavicle/first-rib region.